Manufacturer narrative:
An event regarding subsidence involving a securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent a primary total hip replacement (B)(6) 2017. She did fine until recent follow up showed subsidence of the stem. She had a leg length discrepancy. She was scheduled for revision. The stem was removed and replaced with a restoration modular cone conical stem. Operation was completed successfully.